Event description:
Customer sent in the device for annual inspection after reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the inside of the light guide lens was dirty, indicating a gap in the adhesive. This is attributed to stress experienced by the device. The distal end rubber coating (a-rubber) and suction cylinder of the device were also dirty. This is attributed to handling issues. This medwatch is being submitted for the reportable issue of the inside of the lg lens being dirty as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the inside of the light guide lens was dirty, indicating a gap in the adhesive. This is attributed to stress experienced by the device. The distal end rubber coating (a-rubber) and suction cylinder of the device were also dirty. This is attributed to handling issues. Other observations for the device: due to deformation of el-connector, water tightness is lost; objective lens has a chip; connecting tube has coating peeling; due to a cut on heat shrinking tube of forceps elevator (fe) lever, expected insulation capacity cannot be obtained; due to wear of angle wire, the play of up/down knob is out of the standard value; due to damage on charge couple device unit, image has black and white dots; and grip, universal cord, scope connector, distal end cover have a scratch evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed dirty light guide lens could not be determined, however, it was likely due to crevice corrosion that occurred in the adhesive frame and or a gap between the phone tie and the lens adhesive part corroded due to aging/deterioration of the device and impact on the tip. Additionally, the root cause of the observed dirty scope connector could not be determined, however, the issue was likely the result of a deviation from the IFU in the reprocessing method of the facility. The event can be detected/prevented by following the instructions for use which state: chapter 5 reprocessing the endoscope (and related reprocessing accessories) ¿brush and flush the forceps elevator recess¿ ¿15. Dispose of the brush in an appropriate manner. If the single use soft brush (maj-1888) is not properly disposed of, it could pose a contamination and infection control risk¿. Chapter 1 general policy: ¿¿ perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected, including confirmation that there is no leak from the forceps elevator, while raising and lowering the forceps elevator. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.

Event description:
Addendum mar 20, 2023: the device was reprocessed prior to being returned. However, customer reuses the single use maj-1888 brush with which cleaning is performed. Customer is trained on reprocessing as per instructions for use (IFU) by olympus field service and is correctly performing all other reprocessing steps including no delay of pre-cleaning.

Manufacturer narrative:
Additional information has been received for this event. Correction is being made to g2 value (adding health professional). This supplemental report is being submitted to provide this information. It is not known if the dirt found in the device was from any patient. The customer does not have automatic endoscopy reprocessor (aer).